Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. There was contrast in the inflation lumen and the balloon. The balloon was loosely folded. The device was soaked in a water bath and prepped with an inflation device filled with water and connected to the inflation port to inflate the device to rated burst pressure. The device inflated and deflated with no issue. Inspection and functional testing of the device presented no damage or irregularities. Product analysis could not confirm reported events as the device inflated to rated burst pressure of 20atm and deflated with no issue. The reported no cross could not be confirmed as the clinical circumstances could not be replicated and the device presents no damage.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified middle left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured and it failed to cross the lesion. The device was completely removed from the patient's body and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified middle left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured and it failed to cross the lesion. The device was completely removed from the patient's body and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable.